Event description:
It was reported that this pacemaker was not functioning appropriately. Technical services (ts) referred the patient to clinic. At this time, this pacemaker remains in service. No adverse patient effects were reported.